Manufacturer narrative:
Additional information: exemption number: e2013003. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced mixed urinary incontinence, blood loss and additional surgical intervention. The device had been used with pelvilace biourethral support system. After the original procedure additional surgeries were performed. Pre-op diagnosis: vaginal vault prolapse following hysterectomy, stress urinary incontinence, pelvic pain. Post-op diagnosis: vaginal vault prolapse following hysterectomy, stress urinary incontinence, pelvic pain. Name of procedure: pubovaginal sling procedure with pelvilace, anterior/posterior colporrhaphy, bilateral sacrospinous ligament fixation with pelvicol xenograft for vaginal vault suspension and rectocele repair, cystoscopy. Past medical history: patient underwent previous procedure on (B)(4) 2012 for mixed urinary incontinence. Trans-obturator sling with the align graft. Concomitant therapy: (see ftr#: (B)(4) for unknown pelvilace product). Complications post additional implant (align xenograft) surgery: (B)(6) 2016: pain from previous tot sling, symptomatic rectocele probable enterocele and underwent mesh revision (align) surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Explant date were not provided. Lot number not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Post-op diagnosis: vaginal vault prolapse following hysterectomy, stress urinary incontinence, pelvic pain. Name of procedure: pubovaginal sling procedure with mesh, anterior/posterior colporrhaphy, bilateral sacrospinous ligament fixation with pelvicol xenograft for vaginal vault suspension and rectocele repair, cystoscopy. Past medical history: patient underwent previous procedure on (B)(6) 2012 for mixed urinary incontinence. Trans-obturator sling with the mesh graft.